Manufacturer narrative:
Investigation conclusion: the product was not returned for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot uncovered one relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. It was reported that the patient is taking lovenox and that venous sample was used for testing. This is considered off-label use and cannot be ruled out as the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .5 - 3.5. On (B)(6) 2016 inratio inr = 2.5. On (B)(6) 2016 lab inr = 1.2. Patient self tester visited the cedar sinai hospital for an angiogram and had a venous blood draw lab test inr = 1.2. Patient left the same day from the hospital as stable. On (B)(6) 2016 inratio inr = 1.9. Patient went to the hospital again for a follow up and tested with the inratio meter inr = 1.9. Patient's physician gave her a vial of her own venous blood and told her to test with the inratio meter. On (B)(6) 2016 inratio inr = 4.6 . Patient tested on the inratio meter twice with the vial of venous blood that her physician gave her and resulted with inr = 4.6 in the first attempt. Second attempt resulted in a qc error. No reported adverse patient sequela.